Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high and low blood glucose. Blood glucose level at the time of the incident was 400 mg/dl and then could not correct until she was over 350 mg/dl. Customer other blood glucose values were 42 mg/dl and could not be awakened not get it to go up and she could not get it over 100 mg/dl and now this morning was 348 mg/dl and then 143 mg/dl. Customer stated that there was crack at two places battery compartment and reservoir compartment. Customer declined to troubleshoot for high blood glucose as she said she feels it was due to damage and just needs it replaced. The insulin pump will not be returned for analysis.